Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported: "we have a set with a hole in it. I am reasonably sure that the tubing damage resulted from a mechanical device (bed, cart, etc)." There was no pt or medical intervention. Although requested, no further patient or event info was provided.